Event description:
It was reported there were impedance fluctuations due to possible lead fracture. Following, the impedance was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.